Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, broken components on the outer area damage cannot be confirmed. The scope meets the specification about this issue. However, the damage can be very likely be traced back to improper handling, for example impact or shock. The broken lens is the cause of the blurry image and the foreign objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had a broken lens. There were no reports of patient harm.